Event description:
It was reported that while using a surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 50,545 joules of use. The second surgical fiber was reported to also have diminished tissue vaporization efficiency at 60,000 joules during use. The procedure was completed sing an alternate procedure (turp). The outcome was reported as "no injury to patient reported". This report is for the second fiber used.